Event description:
The patient has been experiencing warmth at the generator site along with a zap with each stinulation. The patient can now also feel the device stimulation. Device diagnostic testing at office visit reulsted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The patient underwent revision surgery. During the revision surgery the pulse generator was explanted and a new pulse generator was attached to the existing lead. Subsequent device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Neurosurgeon then also replaced the bipolar lead. Device diagnostic testing after connecting the new bipolar lead to the new pulse generator was within normal limits, indicating proper device function. Neurosurgeon indicated that the patient is doing well since ncp system replacement. Lead break is suspected.